Event description:
It was reported by the customer, the seal was not in place on the forceps elevator/instrument channel outlet. It was unknown if the issue was found at reprocessing before or after a therapeutic procedure. No patient harm reported. During the evaluation of the device, it was noted the bending section cover glue was peeling. This report is to capture the reportable malfunction of the peeling bending section cover glue noted at estimation.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. Glue was missing on the elevator channel mechanism lid. The pink probe was loose and there were non-sharp scratches. The insertion tube insulation was out of specification and the scope connector had a loose w-mouthpiece. The control knob up/down and right/left play was loose. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the glue peeling on the bending section cover likely occurred due to stress and/or handling issues. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.